Event description:
It was reported that a patient required a shoulder revision surgery approximately ten months post-op due to pain. The patient originally underwent an acromioclavicular resection and rotator cuff repair in 2008. The revision surgery was performed in 2009. The humeral head was found to be full of fluid; it was cleaned out and filled in with "spongiosa". Both screws from the initial surgery were removed; nothing was broken/retained in the patient. Follow-up with the reporter requested the medical history, allergies, and diagnosis of the patient as well as clarification on the definition and source of the "spongiosa". No further information was provided by the customer at the time of this report or made available in response to follow-up communication to the customer. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. Lot number was requested but not provided, therefore device manufacture date could not be determined and device history record review could not be conducted. Based on the information provided, possible cause(s) of this type of event include an adverse reaction of the patient to the material(s) implanted or an underlying disease pathology. Product dfu warns of a possible allergic reaction to the implant materials. Patient sensitivity should always be considered/ruled out prior to the procedure. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.